Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (B)(4).

Event description:
The reporter indicated that on 16/may/2019 a cq2015a, +24.0 diopter, intraocular lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and exchanged during initial surgery and this resolved the problem. Per the reporter on 03/oct/2019 the event was not product related.